Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device analysis: analysis of the returned device identified: crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crack on valve and white particles inner the shell. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.